Event description:
It was reported that the patient's right tmj joint was removed following complaints of pain and swelling around the joint. The surgeon believes the joint was placed too near the ear canal. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint #: (B)(4). Concomitant medical products: zimmer biomet unknown right mandible catalog #: unknown, lot #: unknown and zimmer biomet unknown screws catalog #: unknown, lot #:unknown. Foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports 0001032347-2022-00165.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.